Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that three mentor artoura siltex tissue expanders being used in unspecified breast surgery had deflations at the bufferzone, confirmed by the surgeon. At the time of this report, mentor has received no information regarding whether deflation occurred intraoperatively or postoperatively. Multiple attempts have been made to obtain further details, but no additional information has been provided. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the second of three implants.